Event description:
The reporter stated the surgeon used a micl 12.6mm implantable collamer lens. Further information has been requested but none has been forthcoming. It is unknown if there was a malfunction or adverse event. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
(B)(4). Lens work order search. Visual inspection of the returned product found a piece of plate haptic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. No conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).